Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-07672. It was reported the patient had effective stimulation postoperative, but when the system was turned on, no longer had stimulation coverage. The sjm representative met with the patient for reprogramming and determined device 1 had an invalid contact. Stimulation coverage was not achieved. Follow up identified the patient met with the physician, and surgical intervention may be undertaken to add an additional lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.